Event description:
Caller reported a minimum fill notification and was attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to remove the pump from the case and clean the pneumatic tap area. After reloading the cartridge did not resolve the issue, cts guided the caller through the process of filling and loading a new cartridge. Loading the second cartridge onto the pump resolved the issue, and the caller successfully resumed insulin use.